Event description:
It was reported that a patient underwent an unknown procedure on an unknown date, and suture was used. The thread was breaking and the needle was falling off the thread. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "thread breaking and the needle falling off the thread.* two devices were reported to be involved: 662slh/lot tcbcus and 661h/lot tdbdsu. *where both devices (662slh/lot tcbcus and 661h/lot tdbdsu) used in the same procedure or in different procedures? * please provide procedure date(s). * please confirm if the two issues (thread breaking and the needle falling off) occurred on both devices? * if one issue occurred per device. Please specify which product code had suture breakage and which one had needle falling off. * were there any patient consequences? * when did the event occur? (Before use on patient, during dispensing or during use on the patient) attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned related events captured via:, 2210968-2024-02807.